Event description:
The surgeon implanted a model aq2003v intraocular lens but the lens was damaged during delivery into the eye. The surgeon removed the lens and while waiting to implant the back-up lens, the pt experienced an expulsive hemorrhage. The physician performed an anterior vitrectomy. The pt is aphakic until the choroidal hemorrhages have fully subsided.